Event description:
The customer reported that the fluoro was not working. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.